Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The power pack did not have any power once inserted into the shell. The screen went blank and would not come to life even after pressing the 'ready to fire' buttons. To complete the procedure, another handle and shell were used. After the procedure, the power pack was placed on the charger and was able to fully charge. No patient involved.